Manufacturer narrative:
Information references: the main component of the system and other applicable components are: product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37711, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient stated that they have developed severe rheumatoid arthritis and their stimulation was making it worse. They noted that they were reprogrammed with several programs, but none of them worked. The patient mentioned that the doctor took x-rays of the leads and found 2 broken ones. They stated that the corners of their implantable neurostimulators (ins) are sticking out like they are trying to poke through their skin, and it hurts them. The patient expressed that they want their stimulation devices explanted, thus they will not continue to charge them. The patient's devices are currently shut off.

Manufacturer narrative:
Concomitant medical products: product ID 37711, serial (B)(4), implanted: 2012-(B)(6), product type implantable neurostimulator implantable infusion pump, serial (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient via a manufacturer representative reported that their therapy was ineffective. The patient had two implantable neurostimulators implanted. Impedance checks were run on one implantable neurostimulator (ins) and electrodes 7 through 15 had impedances greater than 10,000 ohms. The impedances were checked on the other ins and the impedances were within normal range. There were no interventions reported and the patient declined to have their devices reprogrammed. The patient was implanted for spinal pain and failed back surgery syndrome.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37711, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator.

Event description:
Additional information received reported that no steps were taken to resolve the lack of therapeutic effect and high impedances with their stimulator. The patient was just told to leave them turned off but the corners of them were poking through their skin and it really hurt. They just want the devices removed which they know they would have to discuss with their physician about but the patient reported that they don't see any sense for leaving them in if they have to leave them turned off. It was reported that it couldn't get them reprogrammed to make them feel any better and two of the leads were broken. They did help a lot until the patient developed severe rheumatoid arthritis where it just aggravated it worse and made it hurt more.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.